Event description:
It was report that the patient is scheduled to have his ams700 inflatable penile prosthesis pump repositioned on (B)(6) 2018 due to irritation from the pump and mild infrapubic pain. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.